Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged shipment of replacement pump under warranty, confirmed shipping address, instructed customer to put old pump into storage mode before returning it within 10 days, and advised customer to manually reenter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.